Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, patient profile remained available in pyxis long after discharge. Nurse attempted to remove a medication and noticed no medications on profile, delay in therapy while correct profile was located and issue identified. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, patient profile remained available in pyxis long after discharge. Nurse attempted to remove a medication and noticed no medications on profile, delay in therapy while correct profile was located and issue identified. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient profiles remained available in pyxis long after discharge. A technical support specialist (tss) confirmed that device was functioning normally with no errors, then connected to the server and logged into the webpage to review the patient information provided by the customer. Both patients were still showing an admitted status in pes, and after running a visit query, the tss confirmed that no discharge message had been received for the medical record number (mrn) ending in (B)(4), while the mrn ending in 8467 could not be verified because the data was older than 90 days and no longer available in the database. The tss advised the customer that the discharge messages were never received on the server and recommended resending the discharge messages to correctly update the patient status in pyxis. The system functioned as intended after the technical support specialist investigated the issue.